Event description:
It was reported the customer was hospitalized for high blood glucose and the insulin pump had a motor error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis of the insulin pump was unable to be performed due to a cracked and bleeding lcd glass.